Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) in the 600's mg/dl and a large ketone level identified as dangerous by healthcare provider, resulting in a diabetic coma. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined to perform a system check with tandem technical support, or to upload pump data for review. Reportedly, customer reverted to manual injections for insulin therapy.